Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The alarm trace from (B)(6)2023 was ok with no indication of a sample quality issue. Investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient's serum sample tested for elecsys troponin t hs (tnths) on a cobas e801 analytical unit when compared to a different cobas e801 analytical unit at the same facility. The initial result was 148 ng/l. The medical personel questioned the result and the sample was then re-centrifuged and repeated. 1st repeat result: 5.12 ng/l (tested on a the same e801). 2nd repeat result: 4.55 ng/l (tested on a different e801).

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the calibration and qc data, a general reagent issue was not likely. The analyzer aalarmtrace did not indicate a sample quality issue.